Event description:
It was reported that stent partial deployment occurred. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for use. Upon deployment, it was noted that the proximal 1/3 of the stent could not be opened and it was stuck when the delivery shaft was withdrawn. The near end of the bracket is not fully opened, and it has exceeded the non-recyclable mark point, so it cannot be removed. The stent had been released into the body, not removed, and it could not be removed. Another stent was placed, and the procedure was completed. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
H6 - device codes: updated.

Event description:
It was reported that stent failure to expand occurred. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for use. Upon deployment, it was noted that the proximal 1/3 of the stent could not be opened and it was stuck when the delivery shaft was withdrawn. The near end of the bracket is not fully opened, and it has exceeded the non-recyclable mark point, so it cannot be removed. The stent had been released into the body, not removed, and it could not be removed. Another stent was placed, and the procedure was completed. No complications were reported, and the patient was stable post procedure.